Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on october 7, 2020 that the device keeps crashing. No injuries were reported.

Manufacturer narrative:
No patient injury reported. Alternate units were used briefly while the field service engineer swapped out the device. The device was sent to spacelabs healthcare for further analysis. The reported problem was verified and the failed component replaced; this is considered an isolated event. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed. H3 other text: placeholder.